Event description:
It was reported that surgery was delayed due to trouble seating the device. Another device was used successfully. Part will not be returned due to the patient being (B)(6) positive.